Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the shock is not being delivered . There was no reported patient involvement.